Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as patient made a mistake/ touch contamination. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin (dosage, route, frequency, and duration not reported) for the peritonitis event. Eight days after the hospitalization started; the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. If any relevant information is obtained, a supplemental report will be submitted.